Manufacturer narrative:
The insulin pump was received with a blank, solid white display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked lcd glass. Pump also received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover, keypad overlay texture damage, cracked case behind the pump at the corner of the belt clip rails, serial number label missing, end cap address label missing, cracked battery tube threads, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a display anomaly. It was mentioned that there was a white line covering the clock which has got bigger with time. Blood glucose level at the time of the incident was not provided. The insulin pump was returned for analysis.